Manufacturer narrative:
Batch review performed on 17 august 2018. Lot 164894: (B)(4) items manufactured and released on 12 october 2016. Expiration date:2021-10-02 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Investigation performed by patient match department on 26 july 2018. Our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. Clinical evaluation performed by medical affairs director on 31 july 2018. Tibial loosening in primary hybrid tka at less than one year after surgery. The radiograph shows clear debonding of the cement mantle from the tibial bone. This often happens as a consequence of temperature variations suffered by the cement, perhaps during storage or transportation. There is no discernible indication that a malfunction of the implanted devices caused this adverse event.

Event description:
On 19 july 2018 we were informed that a revision surgery will be necessary in (B)(6) 2018 due to tibial tray mobilization 10 months after primary surgery.